Event description:
It was reported that during a laparoscopic hepatectomy procedure, abdominal air leaked when the forceps was entering or removing from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.